Event description:
It was further reported that target lesion 1 was located in the prox pca with 100% stenosis and was 16 mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with predilatation and placement of a 3.5 x 20 mm taxus express 2 stent, with 0% residual stenosis. It was decided to treat the mid lad at a later date. Post-orocedure, the pt developed a right groin hematoma. The pt reported a "burning" sensation at the site; no paresthesias in the lower extremities and no ecchymosis was noted. The pt was transferred to the coronary care unit for further evaluation. The pt's hematoma stablized and she was discharged on asa and plavix therapy. Nineteen days post index procedure, the pt returned for a staged procedure to the mid lad. Target lesion 1 was located in the mid lad with 90% stenosis was 10mm long with a reference vessel diameter of 2.5mm. Target lesion was treated with ptca and placement of a 2.5 x 16 mm taxus express 2 stent, with 0% residual stenosis. Per cath report, 70% stenosis (proximal to the previous stent) in the proximal rca was noted. 90% stenosis in the mid lad (at the bifurcation of a small diagonal). Ultrasound catheter demonstrated "a signifcant reduction of the luminal area of the proximal rca". The pt underwent ptca to the proximal rca and placement of a 3.0 x 8mm taxus express-2 stent (with overlap in the previous stent) post ptca was performed to the overlap point of the two stents. With 0% residual stenosis. Final angiography revealed a timi 3 flow and an excellent angiographic result (per cath report). The pt was discharged on continued asa and plavix therapy.

Event description:
Clinical study it was reported that 19 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention occurred. In 2005, the pt presented to the cath lab with an acute myocardial infarction (mi). The lesion being treated was 3.5 mm, 100% thrombosed, mildly calcified and tortuous, proximal right coronary artery (rca) lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 3.5 x 20 mm drug eluting stent without complication. The pt was given an IV 2b3a agent and oral plavix during the procedure. The pt was discharged from the hospfive days later on plavix and asa. Two weeks later, the pt returned to the cath lab. Repeat angiography revealed a distal stent edge restenosis in the proximal rca. The restenosis was stented with another taxus express2 8.8% drug eluting stent (size unk). The physician then treated a 2.5 mm, 90% stenosed, mildly calcified and tortuous, bifurcated mid left anterior descending (lad) artery lesion with angioplasty and then a taxus express2 8.8% 2.5 x 16 mm drug eluting stent. There were no complications. The pt was discharged 1/2005 on plavix and asa.